Manufacturer narrative:
(B)(4)

Event description:
Patient's mother contacted dexcom on (B)(6) 2016, to report a patient that is experiencing an ongoing skin reaction from sensor. Date of event is an estimation. Sensor was inserted at the abdomen on (B)(6) 2015. Patient's mother described the skin reaction as itching and redness on the stomach. Patient's mother treats the affected area with over the counter (otc) itch cream and tegaderm. Patient was seen by a nurse practitioner for the ongoing skin reaction on (B)(6) 2015. Nurse practitioner gave patient's mother sample pads to try. Patient's mother decided to stick with tegaderm. No additional event or patient information is available. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration).